Manufacturer narrative:
Additional information:

Event description:
The user facility reported the tip of the handpiece was found missing after irrigating the femoral canal. After wound exploration and examination of the femoral canal with arthroscopy and flouroscopic screening revealed there was no retained foreign body. There was no delay or medical intervention required.

Event description:
The user facility reported the tip of the handpiece was found missing after irrigating the femoral canal. After wound exploration and examination of the femoral canal with arthroscopy and fluoroscopic screening revealed there was no retained foreign body. There was no delay or medical intervention required.